Event description:
The patient was implanted with a left ventricular assist device. It was reported that while the hospital team was preparing to exchange the system controller for a software version upgrade, the driveline could not be removed due to the red driveline lock being stuck. It was reported that the red driveline lock could not be depressed. The patient tried multiple times but could not depress the lock or remove the driveline. The hospital staff performed an attempt at depressing the driveline lock but experienced the same difficulty. After multiple attempts at depressing the driveline lock, the hospital staff was able to depress the lock and remove driveline. The patient was reported to be asymptomatic and there were no alarms. No further information was made available.

Manufacturer narrative:
Weight: not available. Approximate age of device: 1 year, 2 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: the reported incident of difficulty disconnecting the driveline was confirmed during the evaluation of the returned system controller. Upon further inspection of the driveline connector, it was discovered that a thick green foreign substance had built up around the power cable housing, the driveline release button cover, the driveline connector/driveline disconnect mechanism, speakers and the inside of the top casing. The specific cause of the difficulty disconnecting the driveline was attributed to the ingress of this foreign substance. The observed damage did not affect the returned system controller¿s ability to operate a test lvad. Additionally, a review of the log file revealed that the pump operated at the set speed with no unexpected alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that possibly food or liquid had ingressed into the driveline lock.